Event description:
The tech indicated the bed is drifting into the trendelenburg position.

Manufacturer narrative:
The tech found the cause of the drift was an inoperable hydraulic manifold. The tech replaced the hydraulic manifold to repair the bed.